Manufacturer narrative:
The field service engineer (fse) suspected a clogged sample probe. The fse replaced the sample probe, completed adjustments, and performed air purges, a reagent prime, and ise checks. The issue was not resolved. The fse returned to the customer site and checked multiple parts of the instrument. Ise checks passed. Calibration and qc were within specifications. A precision check was performed. A 3rd service visit was made to further verify the instrument. The instrument was baselined and checked. The customer's qc and precision studies passed with specifications and no instrument problems were observed. Calibration was last performed on 16-dec-2022 and was acceptable. The customer provided na qc data from after the event. The customer provided cl qc data from before and after the event. The customer's na level 1 qc results were out of the acceptable range multiple times after the event. There was one occurrence of na level 2 qc being out of range on 17-dec-2022. The customer's cl qc results were acceptable prior to the event but were out of range later in the day for level 1. There was one occurrence of cl level 2 qc being out of range on 17-dec-2022. For the cobas 8100 auto centrifuge unit (acu) the customer spins the samples down for 360 seconds at 4150 revolutions per minute (3004 x g). For the customer's in-house centrifugation, the customer spins the samples down at 4000 x g. Based on the type of sample tubes used the customer's acu centrifugation specifications are outside of the manufacturer's recommendations. The spin speed for the customer's in-house centrifugation is faster than recommended. During a review of the alarm trace data, multiple sample alarms were observed. These alarms are indicators of possible poor sample quality. Although the cause of the event could not be determined, the instrument performance was verified and the issue appears to be resolved. Based on the alarm trace data and the pre-analytic information provided, the investigation determined the event is consistent with a pre-analytical sample handling issue. The investigation did not identify a product problem.

Event description:
The initial reporter complained of qc issues on a cobas pro ise analytical unit. The customer also questioned the results of multiple patient samples tested for na and cl. The following are examples of discrepant results for 5 patient samples. Patient 1 (ID number (B)(6) initial na result was 151.3 mmol/l. The repeat result was 98 mmol/l. The initial cl result was 109.7 mmol/l. The repeat result was 138 mmol/l. Patient 2 (ID number (B)(6) initial na result was 140 mmol/l. The sample was repeated twice with results of 135 mmol/l and 134 mmol/l. Patient 3 (ID (B)(6) initial na result was 150 mmol/l. The sample was repeated twice with results of 142 mmol/l. Patient 4 (ID (B)(6) initial na result was 147 mmol/l. The sample was repeated twice with results of 139 mmol/l. Patient 5 (ID (B)(6) initial na result was 141 mmol/l. The sample was repeated twice with results of 134 mmol/l. Questionable results were reported outside of the laboratory. The na and cl electrode lot numbers with expiration dates were not provided.

Manufacturer narrative:
The field service engineer (fse) did not identify an issue. The fse checked multiple parts of the instrument. Ise checks passed. Calibration and qc were within specifications. A precision check was performed. The investigation is ongoing.